Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid endoscope telescope locking pin broke off. The issue occurred during reprocessing of the device. There were no reports of patient harm.

Manufacturer narrative:
E2, e3, & g2: additional information has been obtained and provided. This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the application of excessive force as well as the effect of considerable mechanical force caused by an impact, fall or collision with other devices. Olympus will continue to monitor field performance for this device.